Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 494 mg/dl, and 129 mg/dl within 10 minutes as well as readings of "hi" (greater than 500 mg/dl) and 106 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No instrument issue could be identified. Calibration and quality control data were acceptable. A specific root cause could not be identified. The patient was not adversely affected.

Event description:
The user received an erroneous hcg result for one patient sample in an aliquot tube. The initial result was 937.5 miu/ml and was reported outside of the laboratory. The doctor questioned the result and the sample in the original tube was repeated on (B) (6) 2010 with a result of 0.1 miu/ml with a data flag. An amended result of < 0.10 miu/ml was reported out. The user does not think the patient was treated based on the initial result since the doctor questioned the result. The hcg reagent lot number was 15739702. The field application specialist could not duplicate the original high erroneous result and determined the cause may be possible carryover in the cell. She ran a patient with a high result followed by a negative patient and the result verified with the original. In addition, the field service representative ran performance tests which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.